Event description:
Boston scientific received information that post operative checks that both the right atrial and right ventricular leads had dislodged. A revision took place and the leads were repositioned successfully. The next day another follow up took place which showed that the right ventricular lead had dislodged once again and undersensing, oversensing and loss of capture was noted. Due to the patient anatomy a different competitor lead was used. Once again during the follow up loss of capture was noted, and a repositioning procedure of the competitor right ventricular lead was scheduled. The planned procedure was cancelled due to the patient being unstable. The boston scientific right ventricular lead will be returned, while the right atrial lead and pacemaker remain implanted. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.